Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events where 6 infusion sets fell off between 01-jun-2024 to 17-jun-2024 during use. IV prep were used as an adhesive aides at the area of insertion. Infusion sets were used for 24 to 32 hours.the blood glucose level was 200-350 mg/dl at the time of events. Patient replaced infusion sets and resumed insulin successfully. No further information was available.